Event description:
User reports receiving high phosphorus patient results; occurring intermittently for the last two weeks. Exact number of patients affected was not provided. Only the following patient example was provided which occurred approximately on (B) (6) 2009. Initial result gave 10.0 mg per dl. The sample was repeated on the (B) (4) which resulted at 4.5 mg per dl and this result was reported. No erroneous results were reported.

Manufacturer narrative:
The field service representative determined the cause to be a mechanical failure of the stirrer mechanisms. He replaced and aligned stirrer paddles and stirrer drive train assembles. To verify analyzer performance mechanical checks, calibration, controls and precisions were run and were all within specifications.